Event description:
The following has been reported: biomed reported: "touch screen is frozen, pump is beeping but you cannot clear alarm, you also cannot shut off pump with out clearing alarm." A preliminary review identified the following issue: mechanical hardware failure (screen no input). Injury/adverse reaction : no stopped active infusion : no. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for touchscreen functionality issues. During investigation, device was powered on and the touchscreen was confirmed to be functioning. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device was opened to inspect for internal damage. No internal damage was identified. The cable that provides functionality to the touchscreen was found securely seated in its' connector.